Event description:
It was reported to philips that the device gave an error indicating an issue with the tube rotor/anode, which would prevent imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during planned vascular procedure. A philips field service engineer (rse) examined the system onsite and confirmed that system is having frontal tube rotor anode & cooling unit problem. Review of the log files shows x-ray not possible. Upon troubleshooting fse found intermittent errors with cooling unit. To resolve the issue, fse replaced cooling unit. The cause of the cooling unit failure could not be conclusively determined by the supplier's part analysis, however the replacement of the cooling unit by the field service engineer has resolved the reported issue and restored the functionality of the system. The same issue reoccurred after a few days, where fse replenish the cooling with oil. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.